Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent button response due to moisture damage keypad trace. The numbers did not ramp up on its own or scrollbar moving with no input. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was 108 mg/dl. The customer stated was exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.